Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5089521. It was reported that a female patient underwent an unknown breast surgery with mentor smooth round moderate plus profile 275cc saline breast implants which the patient reported numerous debilitating symptoms resulting in thyroid disease, hashimoto's, depression. Anxiety, dry skin, brain fog, memory loss, headaches, fatigue, joint pain, muscle aches, numbness in arms and legs. Patient claims that these symptoms are due to breast implants. As a result patient had them removed on (B)(6)2019. This report is for one of the two implants.